Manufacturer narrative:
(B)(4). Concomitant medical product: persona fixed bearing articular surface, catalog #: 42512600516 lot #: 62932539. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product is being retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product retained by hospital.

Event description:
It was reported that the patient was revised to address tibial loosening. The surgeon suspected that sclerotic bone quality prevented adequate fixation of the implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - bone cement catalog#:unk lot#:unk, articular surface fixed bearing constrained posterior stabilized (cps) left 16 mm height use with tibia sizes c-d / ps femur sizes 6-9 catalog#: 42512600516 lot#: 62932539. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.